Event description:
It was reported to boston scientific corporation that during preparation for a procedure using a percuflex plus ureteral stent, when the device was opened, it was discovered that the product inside did not match the product description on the packaging. The device pouch read percuflex plus 4.8f *26 cm (upn m0061752530 batch #(B)(4)) instead of a percuflex plus 7f*28cm upn m006175274010 as written on the box. Reportedly, no damage was noticed to the product packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''ok.''

Manufacturer narrative:
The manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The returned open device box was labeled with the upn m006175274010 and lot number 14464078, corresponding to a 7 fr device kit. The returned open pouch was labeled with the upn m0061752530 and lot number 14415022, corresponding to an 8 fr device which is not used to assemble the kit recorded on the box label. The returned stent was compliant with a 4.8 fr size. No anomalies were found with the stent, the suture was present and the positioner and pigtail straightener was also returned. The complaint could not be confirmed; the kit in question was assembled on (B)(6) 2011, while the lot 14415022 for the pouch was not received at the manufacturing site until (B)(6) 2011, thus it cannot be part of production order (lot) 14464078. The customer reported "when they opened the packaging they noticed that the product inside did not match with the product described on the packaging," but the customer also stated that "the user didn't identify the issue at the preparation step." The root cause could not be determined since there is no control of how the unit was handled in the field, and the issue could not have occurred at the manufacturing plant or the distribution center. Therefore, the cause for this event could not be determined.

Event description:
It was reported to boston scientific corporation that during preparation for a procedure using a percuflex plus ureteral stent, when the device was opened, it was discovered that the product inside did not match the product description on the packaging. The device pouch read percuflex plus 4.8f *26 cm ((B)(4) batch#14415022) instead of a percuflex plus 7f*28cm (B)(4) as written on the box. Reportedly, no damage was noticed to the product packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "ok."

Manufacturer narrative:
(B)(6).